Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risks - failure - balloon burst" was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The event description states, "during the intervention procedure, the commander delivery system balloon ruptured at the end of deployment. The valve remained in place and no adverse events resulted from the rupture." Additional information states, "-the balloon was in full inflation when it burst. The patients leaflet calcification was not visible on workup but there is to note stj calcium present and stent frame present. There was 2cc extra volume initially added to the balloon prior to the inflation- there was a total of 25 cc in the atrion used for inflation." As per the 3mensio report, calcification was present in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, if the balloon material was subject to unfavored physical interactions with the pre-existing valve, its structural integrity could have been compromised via analogous failure mechanisms. Furthermore, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification, interactions with pre-existing valve) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2023 12589. H3 : not returned.

Event description:
Per follow-up with the fcs, the patient underwent a valve in valve procedure for intervention due to stenosis. The patient received a 26mm sapien 3 ultra inside the initial 29mm sapien 3 valve. During the intervention procedure, the commander delivery system balloon ruptured at the end of deployment. The valve remained in place and no adverse events resulted from the rupture. A new sheath was inserted once the ds was removed from the body. The valve was ballooned following initial deployment to ensure it was fully deployed. The patient remained stable throughout and left the room in stable condition.